Event description:
User alleges they had one event of the hypodermic needle adhesive seal, between the metal and plastic, not holding, thus allowing needle to disassemble. No reported injury.

Manufacturer narrative:
Investigation: smiths medical evaluation of the returned event sample - a visual inspection of the needle cannula in the vial under magnification did not reveal any signs of residual epoxy on the cannula. The cannula was embedded in the stockcock. None of the cannula was exposed above the stopcock. Approx 5/8 of an inch of cannula was visible in the stopcock. If it had been needle out of epoxy then there would have been 7/8 of an inch needle returned. Conclusion: the complaint of the needle coming out of the epoxy could not be confirmed. It is theorized that the returned sample of cannula was broken or snapped off of the needle. This theory is supported by the fact that the cannula did not have any signs of residual epoxy and that 5/8 of an inch of cannula is in the stopcock. Had the epoxy failed, residual epoxy would have been on the cannula and/or a longer cannula would be in the stockcock. Note: this is the second time that this facility has returned samples for this type of event and their sample did not confirm their report.